Event description:
It was reported that the patient had cardiac tamponade and also had vf arrest. It was also reported that the physician felt that the atrial lead may have had small cardiac perforation. The lead was removed and replaced with a tined lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism.